Event description:
Journal article received: the use of the unreamed ao femoral intramedullary nail with spiral blade in nonpathologic fractures of the femur: experiences with eighty consecutive cases. Journal of orthopaedic trauma: vol. 16, no. 3, pp. 150-154: 2002. Authors: p. Broos and p. Reynders. Synthes is not mentioned in this article. Study was from april 1995 to december 1998 with 80 patients implanted nail and spiral blade. It was reported: in 17 fractures the ufn-sb failed before bony union:5 times the spiral blade bent:9 times migration: 3 times breakage: revision surgery needed; 6, implant failure, 1 time because of delayed union in a segmental fracture without implant problems. This complaint is for 3 times breakage: exact device broken is unknown. (Blade). This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Average age: 65 years, range: 22-99 years. Gender: 55 women, 25 men. The investigation could not be completed; no conclusion could be drawn, as no product was received.